Event description:
During the procedure, it was reported that the implant coil could not be detached with the instant detacher and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The implant coil and delivery pusher were returned for evaluation still attached. The inner diameter of the lumen stop was found slightly ovalize with indentation marks indicating that the coin was jammed which likely prevented the implant coil from detaching.(B)(4).